Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies. External equipment was exchanged. However, the problem was not resolved. In october 2004, the pt was seen by a company representative programming changes were made. In december 2004, the pt was seen by another company representative for device evaluation. Testing performed confirmed that the device was functioning. In february 2005, the surgeon and pt's family member decided to schedule surgery to explant the pt's cii device.